Event description:
It was reported to boston scientific corporation that a optiflo injection needle device was used during a colonoscopy procedure. According to the complainant, they had a problem advancing and retracting the needle; it gets stuck. They were able to use another optiflo injection needle device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a optiflo injection needle device was used during a colonoscopy procedure. According to the complainant, they had a problem advancing and retracting the needle; it gets stuck. They were able to use another optiflo injection needle device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Patient's exact age was not known. However, they were noted to be around (B)(6). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The reported defect was not able to be confirmed. The extended device worked properly, when advancing and retracting needle using thumb ring, during functional testing. The device was dissembled and inspected. The internal teflon tube had waves/kinks next to the end tip of internal hypotube. This is commonly caused by activating the unit immediately after removing the catheter from the package without straightening the device. A review of the device history record (DHR) was performed; no anomalies were noted. . (B)(4).